Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received stating that while trailing the stem and neck attachment were "sticking" during trailing. When the doctor went to remove the neck trial he could not take it off. He had to use a mallet to remove it.

Manufacturer narrative:
Product complaint # (B)(4). The awareness date provided in follow up #2 is to correct what was submitted on the initial medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 12 broach had a back trunion connection to the neck, after looking at it the 12 broach needs to be replaced. While trialing the stem and neck attachment were "sticking" during trialing. When the doctor went to remove the neck trial he could not take it off. He had to use a mallet to remove it.